Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized last (B)(6) 2015 due to unexplained high blood glucose. Customer's blood glucose was 593 mg/dl. Customer had symptoms of bad headache, thirsty, numbness on the hands and legs and abdominal pain. Customer treated the high blood glucose with the insulin pump. Customer's blood glucose was 160 mg/dl at the time of hospitalization. Customer was not in an accident. Customer was given saline drip because he was dehydrated. Troubleshooting was initiated but not completed due to no available tubing clamps to perform high pressure test. Customer reported that the cannula was occluded and site was sore. Customer will call back to complete the troubleshooting. No further information provided.